Event description:
The reliant stent graft balloon catheter was used for modeling of three stent graft from another manufacturer that were implanted for treatment of an abdominal aortic aneurysm. Significant thrombus was noted in the proximal aortic neck. The reliant stent graft balloon was inflated at the proximal end of the stent graft. It was reported after modeling of the stent graft, the angiography showed extravasation in the proximal aortic neck, indicative of a possible tear, and the stent graft was displaced distally by about 8-10 mm. The balloon was immediately inflated below the renal artery. Another aortic cuff stent graft from another manufacturer was then deployed at the proximal end of the stent graft, just below the renals. Angiography revealed a slight type iii endoleak between the other manufacturer's stent graft's, which resolved upon re-ballooning. Final angiography revealed no evidence of a leak. No additional information was provided. The reliant balloon catheter was discarded by the user facility.

Manufacturer narrative:
(B) (4). Arterial trauma/dissection/perforation. Lack of information.